Event description:
Patient was seen in interventional radiology for low flow vascular catheter exchange. Patient had a malfunctioning single lumen hickman catheter that needed to be replaced because of a crack within it. Size was 9.6 french.